Event description:
The physician was attempting to deploy a 2.75mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the rca with 99% stenosis, little calcification, moderate tortuosity. It was reported that the lesion was pre dilated, however, the stent could not pass the lesion. It was reported that force was used to deliver the stent to the target lesion, and when the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the device was returned to medtronic for evaluation. The stent was not returned with the delivery system. Crimp impressions were evident along the working length of the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (stent dislodgement). (Force used to deliver stent to target lesion). (Procedural related). (Patient lesion morphology, heavily calcified lesion). (B)(4).